Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
Customer reported pain and aligner fit issues with steps 17 and 18, "wore 17 retainers for week. Switched to 18. Won't go on without extreme force. Very very painful. Rubs/cuts gums. Can't wear all night due to pain. Teeth finally conform by morning then go back by end of day. Same issue again at night. Tried going back to 17 and same issue."